Event description:
Doctor was using device when it was noticed there was sparks coming from inside the handpiece. It was immediately taken off the field and replaced. There was evidence of handpiece melting in small spots. Device was returned to company. No patient harm.